Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Internal insulation abrasions were noted from 2.8 cm to 3.3 cm and 4.5 cm to 5.3 cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 3.5 cm to 4.0 cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.